Event description:
Caller reported aviva system blood glucose results of 70 mg/dl and 130 mg/dl within 10 minutes. Today customer was feeling like his blood sugar was low, so he tested and reading was 70. He tested again within five minutes, reading was 130. Customer self treated by eating something. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.